Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an patient with an implantable neurostimulator experienced pain at the implantable neurostimulator site and a burning hot pain around the implantable neurostimulator during a recharge session. The recharger pad was reported to have begun blinking orange immediately after the burning sensation. The burning sensation resolved and had not recurred after that recharge session. Device reprogramming and neurosense programming were performed, and the physician was notified. No serious adverse outcomes were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.